Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient the patient reported that on (B)(6) 2013, at approximately 5am, he woke up from his sleep feeling shaky and hungry. In response to the symptoms, the patient tested his blood glucose with the subject meter and received a message of ¿hi¿. Per the onetouch ultramini owner¿s booklet, this message appears when the meter detects a blood glucose greater than 600 mg/dl. The patient informed the mss that he felt the meter was inaccurate because he associated his symptoms with a low blood glucose. The patient claimed that he immediately ate something in response to his symptoms and confirmed feeling better afterwards. Prior to onset of symptoms, the patient stated that he had last tested his blood glucose at midnight when he returned home from his job. The patient claimed he also obtained a message of ¿hi¿ when he tested; however, felt result was inaccurate because he was feeling ok at the time of the test. The patient manages his diabetes with oral medication. The patient denied taking any action regarding his diabetes management in response to ¿hi¿ messages received with the subject meter. At the time of troubleshooting, the customer care advocate (cca) discovered that the patient was using test strips that expired back in 2009. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an inaccurate reading with the subject meter. The patient¿s alleged hypoglycemia could be attributed to use error, since the patient was using expired test strips.